Event description:
It was reported that stent damage occurred. The target lesion containing a <45 degrees bend was located in the moderately tortuous middle of right coronary artery. Pre-dilation was performed resulting to 90% residual stenosis. Following pre-dilation, a 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported.